Manufacturer narrative:
No functional issue was observed during evaluation of the autopulse platform ((B)(4)). The platform was tested using good known autopulse battery and was able to power on and off and operate without issue. Review of the archive data found no session on the reported event date on (B)(6) 2017, furthermore two normal platform operations were recorded a day following the event date indicating that the platform was operational. Additionally, on (B)(6) 2017 two power surge events were recorded. The power distribution board will be replaced as preventive measure for the reoccurrence of the power surge. This is unrelated to the reported complaint. As part of routine service during testing, examination found physical damages and the driveshaft exhibits binding and resistance. These observations are unrelated to the customer reported event. Upon customer approval, the power distribution board and damaged part will be replaced, and service will be performed. The platform will be tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, the autopulse platform ((B)(4)) was powered on and immediately powered off once the user pressed the start button for compression. Following this the user performed troubleshooting by inserting another autopulse li-ion batteries in the platform; however, the issue persisted. The length of delay was not specified. No known impact or patient consequence was reported. Follow up attempts were made. No further information was provided.